Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced the battery of the implantable neurostimulator "going haywire," feeling spasm in the lower back, terrible pain, burning sensation, and stabbing sensation over the past week. The patient has turned the stimulation off. The implantable neurostimulator site appeared well healed, with no unusual d iscoloration, redness, tenderness, or warmth.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020. Product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported there was a device concern and their leads broke away from their spine. They reported their doctor is going to replace the neurostimulator and leads. Their surgery is scheduled for (B)(6) 2025. Additional information was received from patient who reported the lead was disconnected from their spine and it was resting on a nerve in their lower back causing spasms, pain and burning sensation. They report they had the issue surgically repaired and the issue is resolved.

Event description:
Additional information was received from the health care provider (hcp). Provider confirmed surgery was for removal and reinstallation of stimulator generator. No lead revision or explant. Provider confirmed there was no lead break. The lead was loose at the generator and the provider tested the lead with the win. Impedances were normal. The patient failed to properly charged their battery (scs). They jump started the battery after 50 minutes of charging. The system was restored to working properly. Device is working fine.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.